Event description:
It was reported to nova biomedical that a consumer received a result of 135 mg/dl on their blood glucose meter. The consumer immediately performed an add'l three tests using the same meter and strips getting the following results of 336 mg/dl, 309 mg/dl, 329 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation. A f/u report will be filed.